Manufacturer narrative:
The device was not returned to olympus for inspection. Based on the investigation results, no nonconformances were found related to this complaint. A root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that subject device had the plastic distal end cover was missing there were no reports of patient involvement.